Event description:
An attempt was made to deliver defibrillator therapy to a pt with the device. Reportedly, the device could not be used to administer defibrillator therapy to the pt. Another device that was on scene was used to continue pt treatment. Pt outcome was not reported. However, the reporter indicated that pt outcome was not affected, due to use of the backup device.